Event description:
2 cna's were using medi maid to transfer resident from chair to bed. As they lifted resident the base of the medi maid broke. Pt was lowered to the floor. His feet were stuck under the shin pads. The base was not completely broken off and it took 3 staff members to get his feet out from under the pads. Ice applied to feet. Right foot has an abraided area 3.2 cm x 1.2 cm that it is covered with black eschar. Area around it is red and firm with bruising.